Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an ar-1298flx flexible tightrope® drill pin had an issue. The pin tip broke off when the doctor began to use it. Patient was not affected or harmed and the case was completed successfully. This was discovered during use with no impact to the patient. On (B)(6) 2022, the sales representative provided the following information via email: this event occurred during an acl reconstruction procedure on (B)(6) 2022. The pin tip broke inside the patient, and all fragments were retrieved. The patient had normal bone quality, a new pin was provided and the case was completed with no impact to the patient.